Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had noise present. The issue occurred during the transurethral lithotripsy therapeutic procedure before sedation. The procedure was completed using an olympus backup device. There were no reports of patient harm.